Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. The manufacturer¿s field service engineer (fse) confirmed blank display. The fse replaced the user interface assembly to address the reported problem.

Event description:
The customer reported blank display. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 11aug2019. The part was received for failure investigation. The burn out cold cathode fluorescent lamp backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.